Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was an up stream occlusion alarm, this the 4th time this has happened this am. Patient has an appointment today. Unable to find a kink or clamp that is clamped, all clamps slide. Port site intact, no redness, swelling or pain. Pump powered off and on by removing batteries and unable to resolve problem, patient going to call her clinic, she is familiar with these pumps and has done everything. No patient injury reported.